Event description:
Customer's mother reported issues with air bubbles. She stated that the customer's blood glucose continues to rise, especially at night. The blood glucose reading is over 200 mg/dl at night. Customer was advised on priming techniques to avoid air bubbles. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.